Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that during a routine device follow-up, this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) battery status. At the previous device check in (B)(6) 2019 the remaining longevity had been 3 years. Premature battery depletion was suspected, and was confirmed when technical services reviewed the device data. Device replacement was recommended. Ten days later the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for laboratory analysis.